Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced headache, dizziness, and was able to self-treated with two glucose doses. The customer obtained a capillary glucose result of 350 mg/dl on a competitor brand meter, compared to a adc device scan result of 53 mg/dl. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 1 day. Then the customer experienced seizure, and a caregiver took the customer to the ambulatory center, where healthcare professional (hcp) performed capillary test 220 mg/dl, then went to the hospital where the hcp performed capillary test obtaining 350 mg/dl value. No medication or treatment given by hcp apart from capillary test. There was no report of death or permanent impairment associated with this event.